Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit leaked half of a bottle of helium in 24 hours. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit leaked half of a bottle of helium in 24 hours. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit for the reported issue. The fse troubleshot the system and found two washers on the helium bottle at the high pressure regulator. To fix the issue, the fse removed both washers and replaced with one new washer. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit leaked half of a bottle of helium in 24 hours. There was no patient involvement, and no adverse event reported.